Event description:
The hcp reported the pt had been experiencing abdominal pain, nausea, and diarrhea. The pt had noted these symptoms had been occurring for the previous 5 months. An intrathecal pump dye study was done and was normal. The pt is reported to have recovered without sequela.

Manufacturer narrative:
Pt codes are drug signs and symptoms.